Event description:
It was reported that a remote transmission showed several episodes of noise which resulted in inappropriate atp therapy. During lead testing, noise was reproduced. The lead was capped and replaced. The patient was stable after the procedure with no adverse events.